Event description:
Patient had a negative left heart catheterization (lhc), the orders indicated 2 hours bed rest and then discharge. Patient arrived at with angioseal, got out of bed two hours later with no complications, patient ambulated in the unit.